Manufacturer narrative:
(B) (4).

Event description:
It was reported that a pump volume discrepancy was noted. The actual residual volume was less than the expected residual volume. The hcp also reported one volume discrepancy in the past with this pt suggestive of overinfusion. There was no therapy or medical problem reported.